Event description:
It was reported that the pt had a left side fistula and previous surgery scarring. The catheter was being placed into the patient's left internal jugular. The spring wire guide (swg) was introduced into the needle and anchored inferior vena cava. The needle was removed and, the venotomy site was dilated with the 12, 14, and 16 french introducers without complication. The catheter was threaded over the wire and into the smartseal introducer. The introducer was removed with the catheter in place. The physician attempted to remove the swg and encountered resistance. The wire was forcefully removed and unraveled. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.